Manufacturer narrative:
The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The probable root cause of this binding is attributed to component susceptibility to increased friction. The endoscope was visually inspected and found with minor cuts to the cable insulation. The damage was located at zone a near integrated connector of the endoscope cable. The root cause for camera cables cut is typically attributed to the user, such as improper handling of the cable during use or in reprocessing. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The root cause for cable connector discoloration is typically attributed to component failure, such as material degradation.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure that a recoverable fault occurred. The endoscope's orientation changed after the fault. The intuitive technical support engineer (tse) reviewed the system's live logs and found error 23003 against the endoscope. The tse advised that the endoscope's bearings may be starting to go out. The surgical staff plans to return the suspected endoscope. The surgeon continued with the procedure robotically. There were no reports of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer planned to return the 30-degree plus endoscope. The procedure was continued robotically. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.